Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for evaluation. Power was applied to the generator and the system was powered on successfully. The event described was not reproduced. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation and all testing of all ports was conducted while monitoring the port temperatures and impedance. The audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. Based on the information provided to abbott and the investigation performed, the reported temperature issue and subsequent cancellation was unable to be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During testing the generator screen displayed black. The generator was restarted and testing was successful, however when starting the ablation procedure, the temperature was unstable. Another port was used, however the procedure was cancelled. There were no patient consequences.